Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed due to a malfunction. No further information is available.